Event description:
It was reported that the ventilator shut down while on a pt. When the ventilator shut down, the ventilator inop light was illuminated, it alarmed for a couple of seconds and then nothing. The ventilator would not turn on, when alternate power supplies were tried. The pt was placed on a back-up ventilator. No reported harm to the pt.